Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that occurred during the procedure. About 6 hours post procedure, a pericardial effusion was observed. The physician performed a pericardial tap and the patient became hemodynamically stable. The next day the patient was stable and was discharged home.